Manufacturer narrative:
The device was returned for analysis. Visual inspection of the returned device revealed the male telescope was cut and the imaging core returned outside the sheath assembly. Microscopic inspection revealed the distal housing of the transducer was complete with no shattered pieces. Impedance testing shows a wave form with presence of transmission line but very weak transduce. Image testing was not performed due to the condition in which the device returned.

Event description:
It was reported that device entrapment occurred. An opticross hd was introduced for visualization, and during pullback the image appeared dark and was hard to view. The guidewire exit port of the device got caught in the distal edge of the previously implanted stent and the device could not be removed. The opticross was cut, the imaging core removed, and a 0.025in wire inserted into the sheath to enable the device to be completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications and after the procedure the patient condition was good.